Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, infection was reported. It was noted that the infection occurred approximately two years ago, but the exact date was not reported. The patient's device was replaced with a malleable. The patient only had one malleable, placed on the right side, due to a urethral perforation. It was not reported when the urethral perforation occurred ¿ if it was prior to or related to the malleable implant.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # 609131. According to the available information the inflatable penile prosthesis was explanted due to infection. Additional information received indicated that the device was explanted approximately two years ago (approximately (B)(6) 2018); however, the exact date was not known. The device was replaced with a malleable. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.